Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification. The customer reported constant downstream occlusion alarm was not reproduced during evaluation. A review of the event history log identified constant downstream occlusion alarm. The device was found to function as designed and no cause identified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.